Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient's pump had gone through several motor stalls and was completely explanted. The patient chose to have a pump from a different manufacturer implanted. The rep had possession of the product and it would be returned to the manufacturer. The patient status at the time of this report was "alive - no injury." There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen 1 ,500.0 mcg/ml at 590.7 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was defective. It was noted the patient had two office visits with two technicians who looked at the pump and had never seen the problem before. It was noted the patient had a new pump as the pump only lasted two years before issues.